Manufacturer narrative:
Echocardiography images were provided by the hospital and interpreted by an independent echocardiography consultant. His summary states: substantial mr is noted on an echocardiogram performed ~ 21 months following mitral annuloplasty. Although the dominant anteromedial mr jet does not impact the annuloplasty ring, a small posterior jet appears to. Hemolysis can be observed after mitral repair. Most often, it is associated with mr (often not of hemodynamic significance) in a jet that impacts the prosthetic annuloplasty ring. Hemolysis is felt likely due to shear stress on and destruction of red blood cells when they impact the prosthetic ring under high pressure; the presence of hemolysis probably has more to do with the presence and characteristics of mr than with the characteristics of the ring. Resolution of hemolysis with re-do surgery probably is due to change in the severity and/or characteristics of mr.

Manufacturer narrative:
Through follow up with the health care provider, the following information was provided: the level of mitral regurgitation was grade iii to IV determined by transthoracic echocardiography (tte) and transesophageal echocardiography (tee). The patient status was reported as well at 19 sep 2013. The hemolytic anemia has resolved by itself. This patient did not have a history of anemia.

Event description:
In this case, a 28mm annuloplasty ring was explanted after an implant duration of 23 months due to hemolytic anemia led by residual mitral regurgitation (mr). Through follow up with the health care provider, it was learned the 28mm annuloplasty ring was explanted and replaced with a different model 30mm annuloplasty ring due to hemolytic anemia. The surgeon did not indicate malfunction of the device but could not rule out any involvement in the anemia.

Manufacturer narrative:
Evaluation summary: customer report of regurgitation could not be confirmed. As received the ring exhibited minimal host tissue overgrowth. No visible damage observed to the ring in the x-ray. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: there are many factors that could result in the need to explant and replace an annuloplasty ring, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the device was returned for evaluation and no defect was found and there was a minimal amount of host tissue overgrowth on the device. This suggests that the device was covered but not overly endothelialized by pannus. Hemolytic anemia following the insertion of intracardiac prosthetic materials is well recognized. Although shear stress contributes significantly to the pathophysiology of hemolysis, other variables may also have an effect, in particular, the type of prosthetic materials and the surface area of exposure. The most commonly observed mechanism of hemolysis involved direct collision of the regurgitant jet with a prosthetic surface; in general, the annuloplasty ring. Uncommonly, fragmentation of the regurgitant jet by a dehisced annuloplasty ring or rapid acceleration of the jet within a narrow zone of para-ring dehiscence was also observed with hemolysis. None of these conditions reportedly existed for this patient. No echocardiography was returned and no additional factors were reported for this patient. Without additional information from the health care provider, we are unable to determine the root cause for this explant.